Event description:
User facility reported that the device was in use with a pt for 2 hours with no device alarms noted. According to reporter the pt showed burns on the thighs and feet after the product had been in use. According to reporter the pt was given topical treatment and bandages over the burn areas. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.